Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct cause for the suspected sepsis could not be conclusively determined through this evaluation. A direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed an elevation in pump power; however, a direct cause could not be conclusively determined through this evaluation. The submitted log file contained data from day 2222, hour 2, minute 37 to day 2240, hour 19, minute 10. The pump was set to a fixed speed of 8800 rpm and operated above the low speed limit of 8400 rpm for the duration of the log file. The log file recorded an elevation in pump power to 10.4 w on day 2230, hour 13, minute 7. The log file appeared to show the system operating as intended. The account reported that the patient had suspected sepsis. The patient expired on (B)(6) 2020 due to septic shock and multi organ failure. Multiple requests for additional information were issued to the customer; however, no further information was provided. The heartmate ii lvas IFU lists sepsis, organ failures, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU is currently available. Sepsis, organ failures, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to vasodilatory/septic shock and multi-system organ failure.